Manufacturer narrative:
Result of investigation: a vyaire field service representative (fsr) went onsite and evaluated the ventilator. Initial observations are bias flow set too low at 12lpm. Power knob set to "zero". Adjust knob was set very low as well. Made proper corrections and adjustments. Passed all tests. No issues.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the 3100 a ventilator experienced a pop that caused unit to not pressurize or start. As of this time, there is no information regarding patient harm with this reported event.